Event description:
A malfunction alarm identified as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reoccurred.